Event description:
Olympus was informed that during an onsite visit, a non-olympus monitor had no image while connected to the video system center. The field service engineer changed the output settings from hd/sdi to red/green/blue, and the monitor displayed an image. No patient infections or injuries reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint of no image was confirmed. Based on the results of the investigation, it is likely the no image issue occurred because the settings of cv-190 were not changed when the non-olympus monitor was used. However, a definite root cause that led to the malfunction could not be identified. The event can be prevented by following the descriptions which state: irregularity description: the color tone of the endoscopic image is unusual. Possible cause: the video signal format to the hdtv monitor is set improperly. Solution: set it properly as described in ¿ ¿output format¿ tab¿ on page 117. Reference: evis exera iii video system center olympus cv-190 instructions (chapter 9 troubleshooting_9.2 troubleshooting guide_the color tone of the endoscopic image is unusual.) Olympus will continue to monitor field performance for this device.